Manufacturer narrative:
Evaluation of the returned device found that as reported, the weld has broken at the base of the support arm causing the frame to be loose. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the spine frame was damaged. The starburst connector was too loose to continue on with cases.

Manufacturer narrative:
Additional information: (B)(4). If information is provided in the future, a supplemental report will be issued.